Event description:
After the implant procedure was completed, a pneumothorax was confirmed by post-op imaging. A chest tube was placed by the physician, and the patient was admitted for observation. The patient was discharged three days later. This resolved the issue.